Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, the device was used with energy platform. Though the sealing was performed for a trial, the error message (the seal was not completed) occurred frequently and it was unable to be used. The end tone was also heard. When the reported device was inserted to another energy platform and used, it was able to be used without problems, and the procedure was completed. There was no patient injury.